Event description:
It was reported that the patient will have a system revision. The reason for the revision is not known at this time.

Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Event description:
Additional information indicates the patient is seeking new care.

Manufacturer narrative:
Correction: as surgical intervention is no longer being considered or planned, this event is no longer considered reportable.